Manufacturer narrative:
An event regarding crack/fracture involving a hip clamp was reported. The event was confirmed. Method & results: -device evaluation and results: the device failed due to multiple events over time. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided conclusions: the investigation concluded that the device failed due to multiple events over time. No material or manufacturing defects were observed on the surfaces examined.

Event description:
Revision surgery. Surgeon was removing distal fragment of a cement mantel with the long forceps out of the gray revision instrument tray. On manipulating the forceps whilst gripping the cement one of the jaws of the forceps broke off. The broken piece was retrieved.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision surgery. Surgeon was removing distal fragment of a cement mantel with the long forceps out of the gray revision instrument tray. On manipulating the forceps whilst gripping the cement one of the jaws of the forceps broke off. The broken piece was retrieved.